Event description:
It was reported that shaft break occurred. An solent omni catheter was selected for a thrombectomy procedure in the acutely thrombosed popliteal vein, femoral vein, and left iliac vein. The device was primed and thrombectomy was initiated. After 5 seconds, the console stopped. It was noted the golden part near the purple connector was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A solent omni catheter was selected for a thrombectomy procedure in the acutely thrombosed popliteal vein, femoral vein, and left iliac vein. The device was primed and thrombectomy was initiated. After 5 seconds, the console stopped. It was noted the the golden part near the purple connector was broken.the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual inspection of the device revealed that there was numerous kinks. At a severe kink 87.5cm distal of the strain relief, there was a hole in the shaft with the hypotube broken protruding through the hole. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The shaft was kinked causing the hypotube to break causing a hole in the shaft. When the hypotube is broke, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime. No other issues were identified during the product analysis.